Event description:
Event description guidant received information from the patient's family member that this pacemaker was pacing below the programmed lower rate limit. This was noticed when the patient had his blood pressure taken with an automatic monitor.